Event description:
The customer reported that the system was intermittently shutting down uncommanded during procedures. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer, the fluoro functions board, the backplane, and the interconnect cable. The system operates as intended.